Event description:
During the procedure, the smart control stent slipped forward and was placed distal to the target lesion. The target lesion was a dialysis shunt. The lesion was described as moderately calcified. The stenosis percentage was unknown. The reference vessel was non-tortuous. During deployment, the smart control stent slipped forward and was placed distal to the target lesion. An additional stent (sc 7x4cm) stent was placed proximal side and the entire lesion was fully covered. The procedure was completed without any other problems. Pre-dilation was conducted with a 6mm slalom thrill balloon catheter. The patient was in stable condition and there was no adverse event. There will be a product return. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control stent delivery system flat and straight outside the patient. No unusual force was applied during deployment of the stent. The tantalum markers were observed to open symmetrically.

Manufacturer narrative:
The complaint received states that during an interventional procedure the smart control stent had inaccurate placement during deployment. The patient was a (B)(6) female with unknown medical history. The target lesion was dialysis shunt. Moderate calcification and no vessel tortuosity, the rate of stenosis was unknown. The smart control stent (complaint product) slipped forward and deployed distal to the target lesion. Therefore, an additional sc (7x4cm) was placed proximal side and the entire target lesion was fully covered. The procedure was completed without any other problems. Pre-dilatation was conducted with 6mm balloon catheter (slalom thrill. Lot unk). There was no adverse event and the patient is in stable condition. One non sterile unit of smart control, iliac 8x100 was received coiled inside of a plastic bag. The locking pin and stent were not received for analysis. Two kinked condition were noted on the unit, the first was on the inner body at 3.1cm from distal tip and the other one on the outer shaft at 2 cm from ID band. No other visual anomaly was observed on the received unit. Usable length of the stent delivery system (sds) was measured and it was found within specification per (B)(4). The deployment process could not be performed because the stent was not returned. The DHR review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported complaint by the customer as "deployment difficulty-inaccurate placement" could not be evaluated due to nature of the complaint, however it does not appear to be manufacturing related, procedural factors may contribute to failure as reported. The cause of kinked condition found during the analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. The complaint of inaccurate placement could not be confirmed on analysis due to the conditioned of the received product. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Smart control: the IFU (instructions for use) cautions "advance the delivery system past the lesion. Pull back the delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site."

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15226718 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15226718. Outer member subassembly lot 15221229 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint.